Event description:
It was reported that a patient presented in ER after receiving inappropriate high voltage therapy due to atrial fibrillation with a rapid ventricular rate. The device will be reprogrammed and patient will be monitored.